Event description:
Account identified three kits that were not sealed properly.

Manufacturer narrative:
Lot history record review: the lot number provided is a tri-state lot number. (B) (4) was contacted. (B) (4) reviewed their records and found that on (B) (6) 2008 the epflex sealer was not performing correctly. The heat control relay for the front plate of the sealer intermittently malfunctioned. While the back seal bar was operating correctly, the front seal bars were found to have an electrical short, which resulted in the intermittent malfunction. It was also detected during our investigation that the temperature monitoring device for the equipment is only attached to the back seal plate by the manufacturer and not the front plate, which is where the problem occurred. Additionally, when discovered, maintenance personnel failed to follow documented procedures and inform management of the issue, which would have initiated containment issues. (B) (4) was able to conclude that the product potentially produced with weak seals began on (B) (6) and ended on (B) (6) 2008. (B) (4). Review of returned sample: the complaint sample was returned for eval and the following was observed: the complete kit was returned. The tyvek seal is sealed closed. The poly to poly seal at the bottom is open. The samples showed evidence of being sealed however the seal was weak and the materials were not fused together as they should have been. Conclusion: the complaint investigation has been confirmed. The eval of the returned sample showed the poly to poly seal was incomplete (open). The sample showed evidence of being sealed however the seal was weak and the materials were not fused together as they should have been. The cause of the complaint appears to be an equipment failure. Corrective and preventive measures are currently underway; the equipment repairs were performed - resulting in adequate seals, retaining has been performed and a 100% inspection of seals is being conducted. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.